Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the reported complaint. The instrument could still be manipulated with full range of motion. The grips opened and closed properly when tested on an in-house system. Failure analysis investigation also found one grip close cable frayed at the distal idler pulley. The frayed strands stuck out that instrument's wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the mega suturecut needle driver instrument could not be manipulated. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.